Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp therapy due to t-wave oversensing. Programming changes were made. There were no adverse consequences to the patient.